Event description:
The black stent reportedly separated upon removal, after five mos indwell. All segments were retrieved during a percutaneous procedure and cystoscopy. The pt has a history of being a heavy stone former.